Event description:
This spontaneous report originating from united states was received from a physician via medical science liaison, referring to a female patient of unknown age. The patient had delivered twins. The patient's concurrent conditions, past drugs/allergies, and concomitant medications were not reported. This report concerns 1 patient and 2 devices. On an unknown date, the patient used vacuum-induced hemorrhage control system (jada system) (#1) via vaginal route (strength, frequency, lot# and expiration date were not reported) for postpartum haemorrhage (post-partum hemorrhage). The device fell out (device expulsion) and a new vacuum-induced hemorrhage control system (jada system) (#2) was placed, via vaginal route (strength, frequency, lot# and expiration date were not reported) for postpartum haemorrhage (post-partum hemorrhage), however, the second device also fell out (device expulsion). At that time, a bakri balloon was initiated which did not control bleeding and as a result, the events resulted in a hysterectomy for the patient. The vacuum-induced hemorrhage control system (jada system) did not control bleeding (device ineffective). It was also reported that the reporter had limited information to provide as this was not her patient and was a case she heard about. The availability of vacuum-induced hemorrhage control system (jada system) (#1) and vacuum-induced hemorrhage control system (jada system) (#2) was unknown. The events of device ineffective and device expulsion were considered to be serious as they required an intervention. Upon internal review, the events of device expulsion was determined to be medically significant. (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.